Manufacturer narrative:
The t:slim g4 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after the customer went swimming with the pump. Additionally, it was reported that a cartridge was not able to be load on the pump. Customer's blood glucose level was 85 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.